Manufacturer narrative:
Analysis determined that there was a sofwtare shutdown- error message #64. The issue was resolved by a software upgrade. (B)(4) had a computing resource overburden. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the cranial software was being used and the images were being loaded from an internal network, when the software had to restart and an error message of "an internal error has occurred and the applicable must restart (code #64)" was displayed. No patient was present. No complications were reported/anticipated.